Event description:
The pt was undergoing a photopheresis treatment. Soon after initiating procedure, two alarms were activated. The nurse reset the instrument and continued with the procedure. A third alarm was activated and now specified that there was a blood leak in the system. The procedure was stopped. An investigation of the alarm identified a leak in the bowl chamber and the procedure was aborted. Approximately 100-120ml of blood remained in the tubing/bowl and could not be returned to pt. An assessment of the pt found no adverse effects due to the aborted procedure. The initial hemoglobin was 12.5g/dl and the pt had no complaints after the procedure was aborted. This is not a problem with the device, but the kit. Occasional problems have occurred.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received with one seal detached from the universal seal assembly; the detached seal was returned. The seal was noted to be torn in the area that assembly with the lower ring. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported by the rep that during a laparoscopic total abdominal hysterectomy procedure, a piece of rubber was retrieved from the patient's abdomen. The surgeon thought it came from this device but was not sure. The same device was used throughout the case. No adverse impact to patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.